Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of symptoms/ae: within 6 months post procedure. It was reported that the pt underwent previous rx acculink stent placement in the right internal carotid artery in 2007. He subsequently developed critical in-stent restenosis that was confirmed angiographically and by carotid ultrasound. Approx eight months later, the pt underwent carotid balloon angioplasty of the in-stent restenosis, using distal embolization protection, reducing 90% in-stent restenosis to 0% residual. Final angiograms revealed no residual stenosis, minimal spasm above and in the more distal portion of the internal carotid artery and no change in cerebral circulation as compared to baseline. Additionally, the pt experienced bradycardia and hypotension during balloon inflation, requiring temporary pacing from a prophylactic pacing wire that was inserted before the interventional devices. Bradycardia and hypotension resolved after treatment with atropine and intravenous fluids. There was no adverse patient sequela. Though requested no additional information was provided. Study event.

Manufacturer narrative:
The device remains in the patient's anatomy. The lot number was not identified; therefore, a device history record review could not be performed at this time.